Event description:
Component on the backrest hinge has broken. There are no injuries associated with this incident.

Manufacturer narrative:
Examination of the returned component shows that it was due to a bind in the assembly or impact. The component did not fail because of a defect.